Manufacturer narrative:
The pump ((B)(4)) was returned for analysis and upon interrogation it was seen that the pump was used to deliver baclofen (1 20 mcg/ml at 0.76 mcg/day), bupivacaine (24 mg/ml at 0.151 mg/day), and clonidine (1000 mcg/ml at 6.3 mcg/day). Analysis of the pump found gear train anomalies of stall due to shaft bearing and corrosion, wear, or lubrication as well as a resonator anomaly.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer's representative regarding a patient's implantable infusion pump. It was reported on (B)(6) 2016 that a motor stall was seen at the initial interrogation of the pump. The patient had gone to the ER for increased pain, and as a result had a MRI done. It was reported the MRI caused a motor stall, and the stall recovered post MRI. The pump then stalled again with no emi or magnetic interaction. The patient's pump was removed and replaced with flowonix. The patient's medications were unknown. The patient's status was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.